Event description:
Boston scientific crm received information that this atrial lead dislodged. Attempts to reposition, the lead were unsuccessful because the physician experienced difficulty advancing the stylet down the lead. The lead was and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event would be updated as necessary.